Manufacturer narrative:
D9 - date returned to mfg.01-aug-2025. H3: one device was received for analysis. Service history review identified that the previous service was related to the current complaint. The customer reported issue was not confirmed through functional testing. The device occluded at 19.9psi which is an acceptable range. No device problem was identified. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been placed and was alarming downstream occlusion. Troubleshooting was performed but the alarm persisted. A continuous infusion rate of 3 ml/hour had been programmed, with a total reservoir volume of 134 ml. There was no reported patient harm.